Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing(s) of the device did this event occur on? --- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---around colon. Did the teardrop-shaped clip damage the structure? If so, how was structure repaired? --- the information was not provided from the hospital. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Were there any feeding issues experienced with the device? --- the information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? -- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, clips formed teardrop-shaped once in two times. Another device was used to complete the case. There were no adverse consequences to the patient.